Event description:
The patient was undergoing a thrombectomy procedure to treat an occluded femoral popliteal bypass graft using an indigo system aspiration catheter 7 (cat7), a rotating hemostasis valve (rhv) and a non-penumbra guiding sheath. During the procedure, the physician completed a few passes using the cat7 and guiding sheath. While advancing the cat7 through the guiding sheath for the next pass, the physician kinked the cat7 approximately seventy-five centimeters from the distal end. Therefore, the cat7 was removed. Later, during the procedure, the physician noticed that the rhv was broken into two pieces. Therefore, the rhv was removed. The procedure was completed using a new cat7, a new rhv and the same guiding sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02609